Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the customer requested echocardiography from the 1st week after implant to be reviewed. Echo cd was received and echo results have been provided to the customer. The device will not be returned for evaluation because it remains implanted. Patient last known status was reported as ¿well¿ (B)(6) 2013. There is no additional information regarding possible explant of this device. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Echocardiography review provided to the customer was summarized as follows: impression significant central valvular tr is noted 1 week after tricuspid valve replacement with a perimount plus pericardial bioprosthesis. The anatomy of the bioprosthesis and surrounding structures cannot be seen on the submitted images. Significant tr associated with pacemaker and ICD lead(s) have been reported in association with both native valves (1-3) and bioprostheses (4). Proposed mechanisms of tr following pacemaker or ICD lead implantation include physical impingement of the tricuspid valve leaflets, perforation or laceration of the leaflets, and fibrous tissue formation resulting in adherence of valve leaflet(s) to the lead. If tr definitively was not present immediately after tricuspid valve replacement, then a mechanism of leaflet fibrosis is most likely; however, the very short time course for this seems unusual. Alternatively, it is possible that there could have been damage to the tricuspid valve at the time of pacemaker placement that perhaps was not recognized in the operating room.

Event description:
Reportedly, severe tricuspid regurgitation (tr) was observed in a patient with a 33mm valve. The customer reported that a 33mm mitral valve was implanted for tricuspid valve replacement (tvr) to correct tr on (B)(6) 2013. A pacemaker implant with a cardiac muscle lead for cardiac resynchronization therapy (crt) was also performed during the same surgery. Tricuspid regurgitation (tr) was not detected at surgery; however, tr was observed in the transthoracic echocardiography (tte) one week after the surgery. The patient was discharged from the hospital and the patient status was reported as well on (B)(6) 2013. The patient has been monitored on an outpatient basis as of (B)(6) 2013.